Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, a "small defect" was noted in the left ventricular (lv) lead near the base of the lead. Pacing and sensing characteristics were normal, and the lead was repaired using wraps of silicone adhesive and silicone sleeves. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.